Event description:
The customer reported that an unknown amount of cleaner leaked from the coulter lh 500 hematology analyzer and onto the counter. The instrument also generated ambient lyse temp error. The instrument was idle when the customer discovered the leak. No one got splashed, sprayed or injured. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
The field service engineer (fse) found and replaced split (torn) tubing at pinch valve (pv37) from ff107-ff124 to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).